Event description:
Healthcare professional reported right side "capsular contracture baker grade iii". Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : d.9,h.3., h.6. Device evaluation: visual analysis of the returned device identified an extended opening, flat creases, weight within specification. A microscopic analysis was performed which identified an extended striated opening on the radius side assessed as surgical damage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade iii¿.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii". Device has been explanted.